Event description:
On (B)(6) 2014, the reporter contacted aniimas and alleged that the patient had to be treated in the emergency room on 04/18/2014, for diabetic ketoacidosis (dka) with abdominal symptoms. Treatment was IV fluids and insulin injections. Troubleshooting by customer support (cs) attributed the dka to be due to user error: the patient did not respond to an alarm in a timely manner. There is no allegation of pump malfunction. This complaint is being reported because the patient experienced dka related to user error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the black box shows on (B)(6) 2014 02:14 a replace cartridge alarm was recorded. Pump was then manually suspended at (B)(6) 2014 02:14 and manually resumed (B)(6) 2014 12:11. Pump was primed and deliveries resumed at 12:14 after a 10 hour interruption. On (B)(6) 2014 21:05 pump was powered off to clear a an alarm; deliveries were not resumed until pump was primed 22:42 (1hr 37minute delivery interruption. On (B)(6) 2014 19:46 an unexplained power on reset was recorded. Deliveries were not resumed until pump was primed on (B)(6) 2014 20:04, 24hours and 18minutes later. Pump successfully completed a delivery accuracy test. Typical usage alarms observed in alarm history. Tdd¿s add up correctly and reflect the users programmed basal rate. There is visible corrosion in the battery compartment and a crack at the case seal of the battery compartment. Pump fails in-house leak test with battery compartment leak. Returned battery cap able to fully tighten to the pump and used to complete all testing. Removed pump cover; no evidence of internal moisture found on printed circuit or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.